Event description:
This complaint is from a literature source. The following literature article has been reviewed: mitchell, b. Et al (2025) effect of post-operative weightbearing on intracapsular femoral neck fractures treated with the femoral neck system: a comparative cohort study; doi: https://doi.org/10.17161/kjm.vol18.23851. Objective/methods/study data: the aim of this study is to compare the outcomes of patients treated with the femoral neck system (fns) as a function of their postoperative weightbearing protocol, as postoperative weightbearing is currently controversial. From 2019 to 2023, a comparative cohort study of patients with femoral neck fractures who underwent fixation with the fns, patients were categorized into weightbearing-as-tolerated (wbat) vs. Toe-touch-weightbearing (ttwb).there were 25 patients in the weightbearing-as-tolerated (wbat) group and 19 in the toe-touch-weightbearing (ttwb) group. There were no statistically significant demographic differences between the two groups; average age was 70 years. Lot, model and catalog numbers are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes fns. Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 22): 8 patients had fracture union complications occurred in the weightbearing-as-tolerated (wbat) cohort; no intervention was mentioned. 4 patients in the toe-touch-weightbearing (ttwb) group had fracture union complications; no intervention was mentioned. 7 patients underwent revision surgery in the weightbearing-as-tolerated (wbat) cohort; no intervention was mentioned. 3 patients underwent revision surgery in the toe-touch-weightbearing (ttwb) group; no intervention was mentioned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.